Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es result was obtained from a single patient sample processed using vitros troponin I es (tropi es) reagent lot 3490 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3490 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot 3490. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3490 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Vitros tropi es within run precision testing performed on the vitros 5600 integrated system was within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing did not likely contribute to the event as the customer is following the sample collection device manufacturer¿s recommendation for sample centrifugation.

Event description:
A customer reported a non-reproducible and higher than expected vitros troponin I es result obtained from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample result of 0.319 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. However, a physician questioned the result, and a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).